Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2014-93095.

Event description:
It was reported that the customer had a high blood glucose reading of 590 mg/dl. The most recent blood glucose reading was 202 mg/dl. The customer had reported that insulin leaked from the reservoir but did not notice any fluid in the insulin pump. Troubleshooting for high blood glucose was not possible since the customer had discarded the damaged supplies. The customer is legally blind and could not confirm whether there were cracks or splits in the barrel. Advised him to keep the supplies for analysis in the future and to call if the issue recurred. Nothing further reported.